Manufacturer narrative:
Evaluation summary: one force triad generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. Exterior inspection found multiple scratch marks and stickers on unit. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation that did not cause or contribute to the reported condition of inadequate seal. The low voltage power supply cable was found to be discolored. The investigation found the root cause to be a connectivity issue with the low voltage power supply cable. The low voltage power supply cable was replaced to address the condition. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not give a proper seal. There was no patient injury.